Event description:
Event description cpi received info that a replacement procedure of an implantable cardioverter defibrillator (ICD) for normal eri, test results with new (ICD) were not acceptable. Physician's noted the large patch lead was fractured at the junction with header block. The entire existing lead system was removed and a new endotak dsp was implanted.